Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The customer has confirmed that the clot in the oxygenator had no relation to the patient's worsening condition or subsequent death. The oxygenator was reported by the customer to be flowing and functioning within normal parameters. The oxygenator was returned for evaluation however, its clotted condition precluded further testing. A review of the product and coating records for this lot number showed no non-conformances.

Event description:
It was reported that after the patient was taken off of support due to worsening medical connections, clots were observed in the oxygenator. The patient subsequently expired. (B)(4).